Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the insulin pump was alarming at the time for an incomplete rewind, and the battery was removed. It was stated that a reservoir was found in the trash can. The reservoir still had insulin in it, and air bubbles. It was believed that the customer had a stomach flu the last time they were in contact with each other. It was stated that the autopsy did not revealed any signs of stomach flu, but did show that the blood glucose was over 56mmol/l. It was also stated that no trace of insulin in the body was found either. No further info was provided.